Event description:
Clinical report states the patient was revised to address a periprosthetic fracture of the femoral component. The patient stepped down and twisted their leg which resulted in a femoral shaft fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Radiographs were reviewed by the depuy medical safety officer. There were no findings to report. The patient was reported as a (B)(6) female, (B)(6). Medical record review (B)(4) 2014 patient was revised related to a left femoral shaft fracture that occured one week post initial implantation of a left total hip arthroplasty. There is one physician progress note from (B)(4) 2013 that is noncontributory and the revision operative report. The indication portion of the report states that the patient was doing well until 48 hours after surgery when she planted her left foot twisted her leg and felt severe pain and x-rays revealed she had an evulsion fracture of her lesser trochanter on the left. The surgeon states that close inspection of her x-rays from a few days prior looked "perfect with no evidence of any fracture at all." The surgeon directly confirmed that the patient had fractured the lesser trochanter and there was also some damage to the greater trochanter as well. These were repaired and secured with cerclage wires and then the femoral stem was revised and replaced. There are no other notes prior to or following this report. No manufacturing anomalies were found. The patient was noted to have stepped and planted her left foot with a twist that may have contributed to the event. From a medical perspective, with the information available, it is not possible to determine if the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.